Manufacturer narrative:
On19 apr-2017, technical support followed up witrh the customer and reccomended decontamination of the aia 2000, in which they did. The customer checked the wash probe tips and reported that they were clean and had no bead. The aia 2000 was functioning as intended. The most probable cause of the reported event was lack of normal routine maintenance. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh tcorporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA 2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2017, a customer reported quality control (qc) results are out high on tsh, fsh, prl, psa t4, tsh with their aia-2000 analyzer sn# (B)(6). Technical support addressed the reported event with the customer. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.